Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient experienced a ventricular fibrillation (vf) storm and the crt-d delivered eight shocks, however, they were unable to convert the patient's rhythm. After the eight shock, the health care professional (hcp) externally defibrillated the patient. Then the device declared a code 1005, which indicates an open circuit was detected during shock delivery due to high out-of-range shock impedances on the right ventricular (rv) lead. It was noted the patient was under continuous observation in the hospital. Data analysis indicated that two code 1005 were declared; one during this episode and another a month prior. They both happened on the eighth shock which was delivered in reverse or negative polarity and reported the shock lead impedances as saturated. This may indicate a lead issue either with the connection to the device or the lead itself. Boston scientific technical services (ts) recommended performing maneuvers and an x-ray, and replacing one or both components. Additional information was received which indicated that the patient was put on a heart transplant list and discharged from the hospital. This crt-d remains in service. No additional adverse patient effects were reported.